Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. On the same day the patient suffered a myocardial infartion (mi). The reported mi was related to the target vessel. The investigator indicated that the reported mi was unrelated to the study device. Reference MFR report numbers 9612164-2011-01419 and 9612164-2011-01420.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. Evaluation results inherent risk of procedure (myocardial infarction). (B)(4).